Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m w/drive pcb. In addition, we confirmed that the angle wire fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the cmos-m w/drive pcb fluid damage, the lg cable connector fluid damage, the control body corroded, the lg cable connector corroded, the lg air/water socket cylinder loose, the insertion flexible tube (ift) bump, the operation channel resistance, the air nozzle sharp, the water nozzle sharp, the light emitting diode(led) led blackout, the remote control button(1) transformer breakdown, the remote control button(2) transformer breakdown, the remote control button(3) transformer breakdown, and the remote control button(4) transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).